Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to customer 01/30/24 and 02/02/24. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was replaced to resolve the issue.